Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received replace backup battery alarm yellow indication on heartmate touch (hmt). It also stated backup battery to be changed in 28 months. Both system controller backup batteries had been replaced twice within the last few months. The batteries were also re-seated. Log files confirmed the backup battery fault alarms all throughout the log. This may be caused the emergency backup battery (ebb) fault due to the ebb failing the load test. Exchanging the system controller resolved the backup battery faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log files. The event log file contained approximately 2 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). At the onset of the event data, the backup battery underwent a load test and was not able to pass; this resulted in a backup battery fault alarm at 5:38:45 on 11dec2023. At the time of this alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be slightly greater than the designed threshold. The backup battery fault alarm persisted throughout the remainder of the event data. The observed alarm did not impact the ability of the pump to operate at the set speed, as it maintained a speed above the low speed limit without issue. The periodic log file was also reviewed. The periodic log file contained approximately 11 days of intermittent data ((B)(6) 2023 to (B)(6) 2023 per timestamp). It was noted that the backup battery fault alarm was first observed to be active at 7:08:25 on 08dec2023, indicating that the battery did not pass the load test multiple times in the timeframe of (B)(6) 2023 to (B)(6) 2023. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) was exchanged to resolve the alarm; however, it was not returned to abbott for analysis. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.